Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/18/2020. H3 evaluation: an empty opened foil, an empty labeled winding former and a used needle-suture piece were received for analysis. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected; however, marks on the needle body that appear to be by the use of surgical instrument could be observed; the suture piece was examined, and the end wasn't broken, its cut appeared to be by the use of surgical instrument. Due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture is suggested to be an improper handling and the complaint is confirmed by external cause.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pck272 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used on the breast. During the procedure, the suture was tied subcutaneously and suture was placed interrupted. Four tissue passes had occurred before suture broke in two pieces. In relation to the needle, the approximate location of suture breakage was 2 inches. There were no adverse patient consequences reported.